Event description:
It was reported that smoke was seen coming from the head/blade mount area of the micro oscillating saw. This was discovered during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, an unknown substance was found in the blade mount assembly. The presence of an unknown substance in the blade mount assembly could cause or contribute to the handpiece smoking at the blade mount assembly.